Manufacturer narrative:
(B)(6)

Event description:
It was reported that during pre-use check of this ambulatory infusion pump, a "no disposable, clamp tubing" notice alarm sounded; thereafter, a "no disposable, pump won't run" alarm sounded. The user was unable to cancel the alarms and replaced the pump with a different pump. The user suspected the observed issue may have also been caused by the associated cassette. No patient involvement.